Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece with the helix stretched and clogged with blood/tissue. Final analysis found all lumens were breached with damage due to force and the etfe cable coating of the ring electrode and non-functional cables. The ptfe liner was found to be damage due to clavicle crush force exposing the inner coil.